Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. Upon replacement surgery, urethral atrophy was revealed. All the components were removed and replaced. A new spaced was created proximal to the old cuff to accommodate new cuff. No additional patient complications were reported.